Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor glucose and blood glucose readings have been far different, which has caused the pump to unnecessarily suspend in the past. The patient's sensor glucose at the time of phone call was 138 mg/dl, and her blood glucose was 78 mg/dl. The customer believes that the readings may be caused by her out of warranty transmitter but she is not sure and had declined troubleshooting for the transmitter. Troubleshooting was initiated for the sensor and the customer was educated on normal sensor behavior. The customer was advised to turn off the sensor feature for an hour and reconnect the old sensor. No products were shipped or returned.